Manufacturer narrative:
The impella cp was not returned and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old (B)(6) male patient presenting for high risk percutaneous coronary intervention, using the impella cp for hemodynamic support. The device was inserted and initiated without any reported issue, however, the patient ultimately exhibited lower limb ischemia in the impella inserted leg. As treatment, a bypass sheath was administered to feed blood from the opposing limb to the affected limb. Support continued successfully until the patient was weaned.